Event description:
Pt reported that their device generated a system alarm, and that there were unexplained bubbles in their insulin infusion set tubing for approximately two weeks. Pt alleged that their blood glucose levels were affected by this occurrence (blood glucose = 477 mg/dl). Pt self-treated by taking extra insulin via insulin injections.